Event description:
Medtronic physio-control is investigating test units that exhibited broken welds on the internal battery component following a drop test. Broken welds can result in the device not being able to turn on. There have been no similar reports of this occurrence in distributed devices.